Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that he had suffered a hypoglycemic episode and fainted. Patient says that his bg dropped 100 mg/dl in 30 minutes. Last he remembers was that cgm's receiver was reading 80 mg/dl. Patient was not able to recall cgm's readings when his bg was measured at its lowest. Paramedics were called, patient's bg was measured below 25 mg/dl and patient was treated with glucose gel and the dexterous IV. Dexcom has been attempting to contact patient several times in order to collect more information around the time of the event. At the time of his call to dexcom technical support, patient was feeling better.